Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
On an unreported date, the patient began treatment with extraneal viaflex (1500 ml, twice a day), intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient was diagnosed with sterile peritonitis. The patient had slightly cloudy dialysate without any other symptoms. Extraneal was decreased to once a day. The patient had no further symptoms. The outcome of the event was reported as recovered. The physician stated in her opinion the sterile peritonitis was due to contamination of pd solution.